Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display after any buttons are pressed. The problem was isolated to the lcd board. Analysis was unable to perform the operating currents test, the self test, the unexpected restart error test, the rewind test, the basic occlusion test, the occlusion test, the prime test, the excessive no delivery test, and the displacement test, or verify unexpected restart alarm due to the unresponsive button. The insulin pump had minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call unexpected restart alarm and blank display on the insulin pump. Customer¿s blood glucose level was 91 mg/dl. Troubleshooting was performed. Customer advised they had a blank display screen which flashed in addition to the unexpected restart alarm. Customer replaced the battery and the battery cap however, the issues remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.